Event description:
It was reported that the device had a crack rear case, and it was also double beeping.

Manufacturer narrative:
H3: one device was received for evaluation. It was reported that complaint of crack rear case and double beeping confirmed through visual inspection and functional test. Performed visual inspection and functional testing. Upon further investigation, found dso/cassette sensor damaged, lcd lens damaged, battery door discoloration, and battery (rtc) over the allotted 1460. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.